Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and found that the issue occurred intermittently during the first start-up of the system in the morning. The problem was not present when the fse turned on the system. The fse analyzed the logfile and found an error indicating that the +45v supply amplimat was missing. The fse tried to replace the ez169 - pcb chamber selector ampl20, but the part is no longer available as the system is in end of service (eos) state. The fse removed the ez169 - pcb chamber selector ampl20, cleaned the back panel connectors on this board and on the back panel with contact cleaner. After this cleaning action the issue has not re-occurred, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system x-ray generator is not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of the complaint.